Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the power switch because the operating force and frequency of use exceeded expectations. The product was verified as a unit manufactured prior to implementation of a design change to the power switch.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; it was determined the power switch was damaged and confirmed the power switch was a previous design version. The switch was replaced with a new version to resolve the reported problem.

Event description:
A user facility reported to olympus that the unit's on/off switch remained on all the time. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.